Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure with the target located at the internal carotid (ic) tip, the complaint coil, a 1.50mm x 3.00cm galaxy g3 mini coil (glm915030 / 30419307) was the fourth coil used. It was inserted into the target aneurysm and an attempt to detach the coil was made with the enpower control cable (ecb00018200 / 30473615) however, the cable was not able to energize the coil. The enpower control cable was replaced with but the same issue occurred. The complaint coil which was inside the aneurysm was successfully removed and replaced with another coil and the procedure completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis; it was received on 17 june 2021. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The returned device was observed to be in good, normal condition. A microscopic inspection was performed. The embolic coil was observed damaged. This damaged condition was not originally reported in the complaint. The exact cause of the damaged condition of the coil cannot be conclusively determined; it is possible that the coil became damaged during post-procedure handling and / or during device return preparation. Functional evaluation / analysis was performed. The resistance of the device was measured with a multimeter. The resistance was measured to be 50.5 o, this is within the specification range of 48.5 o ¿ 56.0 o. The device was then connected to detachment control box dcb2000500 (dcb) and the returned enpower control cable and the power was turned on. The system ready light illuminated. The detach button was pressed and the embolic coil was detached without problem. The reported issue documented in the complaint that the 1.50mm x 3.00cm galaxy g3 mini coil was inserted into the target aneurysm and an attempt to detach the coil was made with the enpower control cable, however, the cable was not able to energize the coil. The cable was replaced but the same issue occurred and the coil was removed and replaced. A review of manufacturing documentation associated with this lot (30419307) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Coil damage is a known potential issues associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. The exact cause of the damaged condition cannot be conclusively determined; however, post-procedure handling or preparation for device return may have resulted in the coil becoming damaged as observed during the microscopic inspection. There was also limited information available related to the device handling during the procedure and as related to the reported issue of the coil not able to be detached during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the damaged condition as observed during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the investigation findings code of ¿no device problem found (c19)¿ is related to the reported ¿failure to detach¿ issue in the complaint. This issue was not confirmed based on the functional evaluation and analysis. This investigation finding code corresponds to the investigation conclusion code ¿no problem detected (d14).¿ updated sections: g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17 june 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30419307) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target located at the internal carotid (ic) tip, the complaint coil, a 1.50mm x 3.00cm galaxy g3 mini coil (glm915030 / 30419307) was the fourth coil used. It was inserted into the target aneurysm and an attempt to detach the coil was made with the enpower control cable (ecb00018200 / 30473615) however, the cable was not able to energize the coil. The enpower control cable was replaced with but the same issue occurred. The complaint coil which was inside the aneurysm was successfully removed and replaced with another coil and the procedure completed. There was no report of any patient adverse event or complication.